Event description:
Information received on (B)(6) 2013, during post implant, ventricular threshold increased. No repositioning going to be done, outputs changed to ensure double safety margin.the physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).